Manufacturer narrative:
Method: device not returned. No evaluation will be performed. Conclusions: no conclusion can be drawn.

Event description:
While reviewing information on the clinicaltrials.gov website, an associate in our firm found a subject taking part in a clinical trial for ciba vision was wearing a 1-day acuvue trueye contact lens and developed a sterile infiltrate with a secondary iritis. (B)(4). On (B)(6) 2011, the subject awoke with pain and photophobia. The pt was examined by the investigator that day and was found to have a sterile infiltrate with secondary iritis. The infiltrate was 1 x 2 mm and the iritis was quantified as 1 to 3 cells with drops on day 1 and tobradex drops q1h on day one and then qid. The subject was seen for follow-up on (B)(6) and the last visit was on (B)(6) 2011; the sterile infiltrate and iritis had resolved and the pt resumed the study. The lenses were not available for evaluation. The lot number was provided and a lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specifications. All sterilization requirements were successfully completed. Lot 1338250105 was produced under normal conditions. MDR reportable event trends are reviewed quarterly in franchise management review meetings.